Event description:
It was reported that the patient's stimulation was turning off following strenuous activity or exercise. The stimulation shut off on 3 different occasions in the last week before the report. Once was at work and the stimulation didn't not come back on and the patient didn't have his patient programmer to it turn back on. It was noted that at that time the patient was pushing really hard on some equipment. The patient lifts heavy objects such as tires and drives a fork lift at work. The other times the stimulation turned off were when the patient was getting out of bed over the weekend. The stimulation would only come on when the patient used his patient programmer. The patient was at the clinic at the time of the report. The patient's status was fair. Impedances were normal (1400-1900). Group impedances for a1 (6.3v, 450 pw, 45 hz, 2 +, 1 -) were 771 ohms. Group impedances for a2 (3.4v, 450 pw, 45 hz, 2+, 1-) were 450 ohms. The patient was going to track when the stimulation felt as if it was off, and verify with the patient programmer whether the status is on/off before using the on button to turn the stimulation back on.

Manufacturer narrative:
(B)(4).